Manufacturer narrative:
Investigation summary bd had not received samples or photos from the customer for evaluation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. H3 other text : see h10.

Event description:
It was reported while using bd vacutainer® eclipse¿ blood collection needle foreign matter "plastic" was discovered on end of the needle. The following information was provided by the initial reporter: it was reported that there was as piece of plastic stuck on the end of the needle. When the green cap was removed from the needle prior to venipuncture a green piece of plastic was stuck on the end of the needle (most likely from the inside of the cap¿it was the same color green). We reported this through our hospital safety event reporting process and part of that is to notify the vendor. We have not had any other occurrences and have alerted staff to be inspect all needles carefully prior to performing a blood collection, which is part of our normal process.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported while using bd vacutainer(r) eclipse" blood collection needle foreign matter "plastic" was discovered on end of the needle. The following information was provided by the initial reporter: it was reported that there was as piece of plastic stuck on the end of the needle. When the green cap was removed from the needle prior to venipuncture a green piece of plastic was stuck on the end of the needle (most likely from the inside of the cap&it was the same color green). We reported this through our hospital safety event reporting process and part of that is to notify the vendor. We have not had any other occurrences and have alerted staff to be inspect all needles carefully prior to performing a blood collection, which is part of our normal process.